Manufacturer narrative:
Batch review performed on 19 january 2018 lot 152458: (B)(4) items manufactured and released on 10 nov 2015. Expiration date: 2020-10-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One year and 1 month after primary the patient came in complaining of instability. The cause of the instability is unknown. No trauma reported. The surgeon revised successfully a 14mm poly for a 17mm.